Event description:
Received a report from a consumer indicating she experienced discomfort some time after insertion of a tampon. Consumer removed the tampon and advised there appeared to be two tampon pledgets attached to one string. No injury reported. It is spacially impossible to fit two tampon pledgets in one applicator.